Event description:
During a da vinci si hemicolectomy procedure, the wire on the small grasping retractor instrument reportedly broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a frayed pitch up cable at the distal clevis hub. The frayed strands were sticking out at the instrument's wrist. No other cables were damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.